Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, h6: multiple fdd/annex a codes were reported. A05 was coded for localizer faulted and battery fault with a yellow box around bump status and internal temperature. A1102 was coded for said localizer faulted. The system was serviced in the field by a medtronic representative. Hardware parts were replaced. Afterwards, the system was performing as intended. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that that the camera said localizer faulted. During troubleshooting, it was noted that the network device interface (ndi) toolbox indicated a battery fault with a yellow box around bump status and internal temperature. There was no patient involvement.